Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/3/2025, a sales representative reported via email that six ar-3636 knotless 1.8 fibertak anchors were not setting or shuttling appropriately. Additionally, the blue sutures on two of the anchors snapped. These issues were identified during a labral repair procedure performed on (B)(6) 2025.

Event description:
Additional information was received on 11/24/2025: all six anchors were removed from the patient (see attached photos). The case was completed using ar-3602-2 fibertak suture anchors. The delay was minimal, limited to the time required to insert the replacement anchors. No additional anesthesia was reported.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Additional event information was added to b5.